Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred at 2pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿500 mg/dl¿ on the subject meter and ¿100 mg/dl¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reportedly manages their diabetes with humalog and levemir insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. Reportedly, around 1 hour after the alleged product issue occurred, the patient started ¿sweating, fell unconscious and stopped breathing¿. In response to this the emergency medical services (ems) were called. The patient was transported to hospital where their blood glucose fell from ¿100 mg/dl¿ to ¿24 mg/dl¿ on the journey as was measured on the ems¿ meter. The patient was treated with IV glucose by the ems. An unspecified period of time later, when the patient arrived in hospital, a further blood glucose test was performed on the subject meter and a result of ¿400 mg/dl¿ was obtained which was compared to a result of ¿169 mg/dl¿ obtained on another meter an unspecified period of time later. No further treatment was noted as a result of this. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event obtaining an allegedly inaccurately high result with the subject meter.